Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider (hcp) "refused to use the lead end cap." It was stated the hcp "had concerns of stripping the lead end." A percutaneous extension was used in place of the lead end cap. No further information was reported.

Manufacturer narrative:
(B)(4).